Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Only one proglide device was used to close a puncture site greater than 8f. The electronic proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal angioplasty interventional procedure using an 8.5f sheath. Reportedly, when the plunger was removed, the knot was noted to be unraveled and the suture came out of the anatomy, a cuff-miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.